Event description:
It was reported that the right ventricular lead had an impedance spike and the patient received 3 inappropriate shocks. The lead was removed and replaced. No further patient complications have been reported as a result of this event

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.